Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited anti-tachycardia pacing and shocks for what appeared to be rapid ventricular response (rvr) due to atrial arrhythmia. Rhythm still observed but below therapy zone. Anti-tachycardia pacing converted rhythm in a number of events. Non-sustained episodes in configured collection period were noted. Technical services (ts) reviewed reports with clinician and suggested mode settings may be considered for programming optimization. No adverse patient effects were reported. The device remains in service.